Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the laparoscopic cholecystectomy procedure the electrode disconnected from the pencil grip. Nothing fell into the patient. A different device was used to continue the procedure.

Manufacturer narrative:
(B)(4). Date of follow-up report: 12/01/2015. Evaluation of the incident device found it to function normally and within specifications. Visual inspection found no defects. The reported condition was not confirmed. The instructions for use state to install the electrode, loosen the handset lock by turning counter clockwise. Insert the electrode shank into the nose. Tighten the lock nut by turning the nut clockwise until the arrows on the handset body and handset are aligned.